Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that a couple of months ago, the customer was without insulin for approximately 10 hours. Within 10 hours, the customer's blood sugar was in the 500's mg/dl and she had high levels of ketones present in her blood. Customer was vomiting and begging for help. Customer was asking to go to the hospital. Customer had an issue with the test strips reading that the blood glucose was higher than it really was. Customer's mother stated that there was not any hospitalization for any reason. Customer's mother stated that the battery cap was damaged. Customer will be shipped a replacement battery cap.